Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, several components were found to be defective. The device's active exhalation control module, sensor board and universal porting block were replaced to address the issues.